Event description:
It was reported there was an unexplained critical alarm. The pump was reprogrammed by the physician and operated normally for 48 hours where upon the pump alarmed a second time. The pump was explanted. It was noted at the time of the second alarm the theoretical end of life of the pump was 10 months (2013). It was also reported there were difficulties in controlling the dose of intrathecal lioresal therefore there was a risk of withdrawal symptoms. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent of information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).